Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that a revision surgery was planned using the blueprint planning feature. The baseplate became dislodged from the glenoid. No product identifiers were provided, x-rays are unavailable, and no remarkable circumstances were noted to have contributed to this event.